Manufacturer narrative:
The contribution of the device to the reported event could not be determined as it was reported the device was not being returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8978p, dx swivelock with forked eyelet would not thread into the bone during an ulnar collateral ligament reconstruction. Upon insertion into the distal hole, the fork tip came off the driver and the surgeon pulled the drivers and screw out of the incision. The fork tip was still down in the socket, so the rep suggested that the surgeon pull on the suture to extract the fork tip. However, the surgeon could still not retrieve the fork tip. The surgeon then pulled harder on the suture causing the suture to come out, but the tip remained in the patient. The rep stated that without the tip the anchor was unusable, and a second ar-8978p had to be opened in its place. The surgeon re-drilled the hole, and the second ar-8978p was implanted. Additional information has been requested. Additional information received on 08/07/2018 the rep stated that the fork-tipped eyelet of ar-8978p remains in the proximal phanlanx of the patient's thumb. The second ar-8978p used was from lot: 10205981. The 3.0 drill from the disposable kit was used to prep the bone socket. The rep stated that at the time of drilling the surgeon was concerned that the bone might have been too soft; therefore, a 3.0 drill was used instead of the 3.5 drill. The rep confirmed that four implants were used, and two of them failed. The rep stated they were present during the procedure. Additional information received on 08/08/2018: the rep confirmed that the second ar-8978p (lot: 10205981) failed in the same exact manner as the first ar-8978p used. The rep stated that he recommended the surgeon use the 3.5mm drillbit. However, the surgeon did not want to use a 3.5mm drill because there was a k-wire adjacent to the 3.0 mm hole that had already been drilled. The second anchor would not advance, and the eyelet disengaged from the driver. The eyelet would not initially come out, but the surgeon pulled harder on the suture and finally extracted it. Damage had occurred to the eyelet and it could not be reloaded onto the driver. The case by completed by using the 3.5 mm drill, and opening a third ar-8978p (lot: 10205981). The rep confirmed that all four anchors used in the procedure were from lot: 10205981.